Event description:
Reported due to pt death. The physician was performing a dilatation with an unspecified 2 mm balloon when a perforation occurred. The pt was not a surgical candidate. Reportedly, the perforation was "very small." The physician deployed the graftmaster stent graft but it did not seal the perforation. Coil embolization was used and sealed the perforation. The pt was transferred from the cardiac catheterization lab to the intensive care unit (ICU). The pt died several hours later while in the ICU with the cause of death being "global left ventricular and right ventricular dysfunction and cardiogenic shock." Although requested, no additional information was provided.